Event description:
Reporter stated customer tested on mobile system at 11:30 pm and received an unspecified high result. In response to this result, customer injected 4 units of actrapid insulin. Approximately 30 minutes later he had severe hypoglycemic symptoms of being "red and sweaty" and lost consciousness. Customer's friends were able to force feed him (B)(6) and then called the emts. When the paramedics arrived, customer's blood glucose was "40+" mg/dl. Customer recovered and no further treatment was given. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.